Event description:
It was reported that an unspecified time following a c-section, the patient presented with a suture sinus tract. The patient was returned to that operating room for surgical treatment of the sinus tract and removal of the suture.